Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Customer's blood glucose level at the time 105 mg/dl. Troubleshooting occurred. Customer does not recall any significant event leading up to the incident.